Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen would time out for no reason. There was no information provided regarding the customer's blood glucose level. Troubleshooting was unable to be performed and the contact declined further follow up.